Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and noted a cracked male luer collar. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coupler of a veented solution set cracked when removing the line from a central line port with an injection cap attached to it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.